Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited gradually increasing impedance measurements and inability to capture. A lead fracture was suspected. The lead was reprogrammed from bipolar to unipolar pacing. The patient is not pacemaker dependent and there were no adverse patient effects. The lead remains in service.